Event description:
Litigation papers allege: physical injuries, economic loss and medical expenses; past, present and future pain and suffering, permanent physical injuries and disfigurement. Patient could not have known that he was injured by excessive levels of chromium and cobalt until after his blood was drawn and advised of the results.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 1/12/2015 - medical records received. Patient revised to address metallosis. Upon revision, swelling in the pseudosynovial capsule, purulent appearing fluid, inflamed tissue, metal stained tissue, corrosive wear on the trunnion, and bone damage were noted. The information received does not change the MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: physical injuries, economic loss and medical expenses; past, present and future pain and suffering, permanent physical injuries and disfigurement. Patient could not have known that he was injured by excessive levels of chromium and cobalt until after his blood was drawn and advised of the results. Doi: (B)(6) 2006 right hip. Dor: none reported. Doi: (B)(6) 2008 left hip. Dor: none reported. Patient residence: (B)(6). Update - (B)(6) 2011 plaintiff's preliminary disclosure (ppd) form received (B)(6) 2011. Changed unk asr hip to asr cup & added femoral head product. Added dob. There was no new information received that would impact the outcome of the investigation. Update - (B)(6) 2014 -der rec'd (left hip) - updated dor, patient height and weight, surgeon and sales rep information and added stem and sleeve products.